Manufacturer narrative:
The device was discarded and not returned to the manufacturer. This complaint could not be further investigated. No adverse event was observed at the time of ablation.

Event description:
The patient had a cardiac history and was taking dual antiplatelet therapy. He had a coronary artery aneurysm clot and was taking an anticoagulant (effient), which the cardiologist did not want to stop and understood risk of bleeding. On (B)(6) 2016 he was treated for barrett's esophagus with intramucosal cancer using c2 cryoablation. There were no events during the procedure. On (B)(6) 2016 he was admitted to a different hospital for upper gastrointestinal bleeding. Endoscopy was performed, and a bleeding vessel was clipped. On (B)(6)2016 his hemoglobin dropped to 6, he was transfused, and an endoscopy was performed. There was no evidence of visible barrett's esophagus. On november 7 he was at home and no longer taking effient.